Manufacturer narrative:
The reported complaint of "the solex 7 catheter (lot # 148819) leak" was confirmed during functional testing of the returned catheter. A pinhole leak was observed at the 2nd loop of the serpentine balloon during functional pressure leak test. The probable root cause of the pinhole leak was due to a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed on the serpentine balloon and inside the in-lured tubing. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the 2nd loop of the serpentine balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for solex 7 catheter with lot number 148819.

Event description:
A patient underwent ivtm therapy after cardiac arrest. The solex 7 catheter (lot # 148819) was inserted into the patient's right internal jugular vein with no unusual resistance noted. The patient's body temperature at the start of the ivtm therapy was 36.5 °c, and the target temperature was set at 34.0 °c. After about 6 hours into the cooling phase of the treatment, when the patient's body temperature was 35.8 °c, the thermogard console generated an air trap alarm. Following the alarm, tubings were inspected and blood was observed inside the out-lured tubing. There were no traces of saline on the console, patient's bed, or the floor. Catheter leak and infusion of about 250 milliliters of saline into the patient's bloodstream were suspected. The physician decided to use an alternative method to complete the treatment. There was no device malfunction reported on the thermogard console. No consequences or impact to the patient.